Manufacturer narrative:
(B)(4).

Event description:
Foreign distributer contacted dexcom technical support on (B)(6) 2015 to report no audio output from their dexcom receiver on (B)(6) 2014 on behalf of patient. No medical intervention or injuries were reported.